Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was unknown. The customer reported that they did not hear the beeps on this insulin pump. The customer was assisted with troubleshooting. The customer stated that they did hear beeps when audio volume settings were saved. The customer stated that they did not hear the differences between the two audio beep volume 1 and volume 5. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the pump history file. (B)(4).